Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the receiver had an error reading symbol displayed for about 6 hours. Due to the error reading symbol, the patient stated that they were not notified that they were having a hypoglycemic event. The patient¿s blood sugar was tested and measured 35mg/dl. Based on the finger stick reading, the patient¿s wife provided the patient with orange juice. At the time of contact, the patient was at home and coherent. No additional patient or event information is available.